Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the tubing of an opt970 optiflow + tracheostomy direct connection was damaged when the device was removed from its packaging. There were no patient involvement.

Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt970 optiflow + tracheostomy direct connection interface was stretched near the 3-way connector. Conclusion: we are unable to determine the cause of the reported damages to the subject opt970e optiflow + tracheostomy direct connection interface. However based on our knowledge of the product and parts of the tube being stretched, the reported event was likely caused by the cannula being subjected to excessive force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt970 optiflow + tracheostomy direct connection interface would have met the required specifications at the time of production. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection interface show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."